Event description:
It was reported that the user observed a discrepancy between the ilet glucose value and a contemporaneous fingerstick, with the ilet displaying 155 mg/dl while the fingerstick measured 84 mg/dl, after which the user calibrated and noted persistent mismatch; the user reported recent insulin dosing and oral intake and indicated a planned surgery and that a pump was not in use. Symptoms included hypoglycemia concerns due to low fingerstick glucose and discordant readings. Outcomes included self-treatment with oral carbohydrates. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed no confirmed device malfunction and suggested an unclear cause for the discordant glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.